Event description:
A report was received that the trial patient's lead site is infected. The pt's leads were explanted and the pt was prescribed oral antibiotics. The infection has been resolved and the pt is doing well.

Manufacturer narrative:
The explanted leads were not returned to bsn as they were discarded by the medical facility. A review of the mfg documentation of the explanted leads revealed no anomalies or deviations potentially related to the reported event occurred during mfg. A review of the sterilization documentation found them to be satisfactory.